Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. Visual inspection of the device noted a kink in the sheath shaft. The sheath was leak tested, and the sheath did not pass the leak testing. The sheath failed the 15-psi positive pressure testing with the 0.165", 0.140", 0.092" pin gauge inserted and while in empty condition. The sheath also failed the 5-psi positive pressure test in empty condition as well as the -5-psi vacuum testing with the 0.165". 0.140", 0.092" pin gauge inserted and in empty condition. Dissection of the sheath was performed to locate the source of the dropping pressure during analysis. Following dissection, the distal end of the shaft was sealed, and the flush lumen was pressurized at 15-psi positive pressure. Water drops were observed leaking from the shaft at the location where the pull wires enter the lumen. It is likely that the observed kink in the shaft damaged the inner diameter, resulting in a leak between the pull wire lumen and the inner lumen. Additionally, the valve was observed under microscopy and no further defects were found.

Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, the faradrive steerable sheath was used with one non-boston scientific mapping catheter and the 31mm farawave catheter. No issue occurred during preparation of the sheath. The guidewire position, when they inserted farawave into the sheath was right at the tip of the farawave. A pressure bag at 3ml/hour was used for irrigation. When introducing the mapping catheter into the faradrive, then aspirating and flushing per the physician's standard protocol, they did not see any bubbles. Then when they introduced the farawave catheter into the faradrive sheath, aspirated and flushed, the physician then saw bubbles. Additional aspirating and flushing were performed to remove all the bubbles. Additionally, they saw bubbles come back through the faradrive sheath towards the handle when removing the farawave after he finished ablating. Aspirating and flushing were completed after the farawave was removed from the faradrive. It was noted that during the procedure, the physician altered his usual method to introduce and remove catheters from the faradrive at a slower rate to see if that aided in bubble reduction. The procedure was completed successfully without patient complications. No air was seen in the patient. The faradrive has been returned for analysis.

Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, the faradrive steerable sheath was used with one non-boston scientific mapping catheter and the 31mm farawave catheter. No issue occurred during preparation of the sheath. The guidewire position, when they inserted farawave into the sheath was right at the tip of the farawave. A pressure bag at 3ml/hour was used for irrigation. When introducing the mapping catheter into the faradrive, then aspirating and flushing per the physician's standard protocol, they did not see any bubbles. Then when they introduced the farawave catheter into the faradrive sheath, aspirated and flushed, the physician then saw bubbles. Additional aspirating and flushing were performed to remove all the bubbles. Additionally, they saw bubbles come back through the faradrive sheath towards the handle when removing the farawave after he finished ablating. Aspirating and flushing were completed after the farawave was removed from the faradrive. It was noted that during the procedure, the physician altered his usual method to introduce and remove catheters from the faradrive at a slower rate to see if that aided in bubble reduction. The procedure was completed successfully without patient complications. No air was seen in the patient. The faradrive has been returned for analysis.